Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 451 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that the sensor was bent and received change sensor alerts as well. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.